Event description:
Treatment of a large unruptured dome shaped aneurysm measuring 15 mm located in the right p-comm (posterior communicating artery). The patient was on dual anti-platelet therapy and heparin was given. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (5.00 mm x 20 mm) could not be released from the capture coil despite rotating the pushwire nine times and it was removed from the patient. Another pipeline (5.00 mm x 18 mm) was used, but it also could not be released from the capture coil despite twelve rotations of the pushwire and it was removed from the patient. No patient injury was reported as a result of the procedure. Same event as MDR 2029214-2014-00192.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).